Event description:
Note: this report pertains to the first of three devices that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2009-00762 and 3005099803-2009-00763 for a description of the other event. It was reported to boston scientific corporation in early 2009, that a leveen needle electrode was used during a radio frequency ablation procedure performed five days prior. According to the complainant, during the procedure, the rf generator would not ablate due to an error message e-02 on each probe. They used two different rf 3000 generators to try and get roll off and received the same error message with both generators. The procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.